Manufacturer narrative:
Eval was not possible as the product was not returned. The investigation was limited to the info provided as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info; however, infection after approx 4 yrs implantation is highly unlikely product error related. The initial report states that it is not suspected that the product failed to meet specs or contributed to the reported event. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be rec'd, the investigation will be reopened.

Event description:
The pt was revised because of infection, the patella was noted to have wear.